Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the ureteral balloon could not load onto the wire. It was further noted that yellow material was visible in the inner diameter, blocking the lumen. There was no harm to the patient.